Event description:
According to hosp's risk mgmt dir: "pt was a 77-yr-old, male coronary artery by-pass pt, with copious secretions. He was a heavy smoker, with copd history, including asthma and allergies (i.g. Perfume). Pt was ventilator dependent, with "trach" in place since 10/4/96. On 10/8/96, staff had difficulty suctioning pt, thought "trach" blocked, removed "trach", couldn't reintubate. Reintubated orally. Tried to bag pt, gave bag 2-3 squeezes. Pt did not exhale. Removed resuscitator. Pt exhaled. Repeated this cycle 4 times. Pt went in cardiac arrest, gave CPR for sometime. No results. After a while, it became easy to bag pt, considered him revived. Later determined pt neurologically dead. Pulled life support 10/10/96. A respiratory therapist/registered nurse who was not present during incident, "speculated" from info provided by undetermined staff member, that the resuscitator exhalation (duckbill) valve was stuck. The resuscitator bag funcitoned normally prior to code and later in code it functioned okay. Dir risk mgmt is trying to determine, if the same resuscitator was used on 10/7 and 10/8/96. The hosp's protocol is to change the resuscitator every two days. Not sure if resuscitator was used longer. The pt did not have pneumothorax as determined by x-ray during code.